Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported an occlusion alarm occurred. The customer's blood glucose level was 173mg/dl. The customer successfully resumed insulin deliveries after the occlusion alarm without changing any of the pump supplies and no additional occlusion alarms occurred. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula.